Manufacturer narrative:
The device in question was returned for analysis. A visual inspection of the scope noted the bending section skeleton tab is protruding (sticking out) from the bending section cover near the insertion tube area. The bending section cover was removed and the bending section skeleton was found to be fully broken and separated. The skeleton tab that was protruding from the bending section cover is bent.. Additional findings included excessive broken fibers noted on the image due to the broken bending section skeleton. The device was serviced and returned to the user facility. Based on the investigation, the cause of the broken bending section skeleton, bent skeleton tab, and broken fibers is due to excessive force and/or stress attributed to mishandling. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions manual for safe use indicate that, "damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment." Based on the investigation, the cause of the broken bending section skeleton and bent skeleton tab is most likely due to excessive force and/or stress attributed to user mishandling. If additional information becomes available, a supplemental report will be submitted.

Event description:
The manufacturer was made aware that the scope has a protruded broken skeleton. No patient involvement was reported.